Event description:
Boston scientific received information via patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited low shock lead impedance. The local area field representative was contacted for additional information, however, none is available at this time. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.